Event description:
The event occurred with the aragon surgical's caiman electrosurgical instrument system. The caiman instrument is indicated for vessel/tissue sealing and division during the performance of laparoscopic surgery. The instrument connects to the aragon surgical rf generator. During an open small bowel resectioning, the 4th, 5th and 6th seals had some bleeding after dissecting the tissue. The last seal resulted in an mdi (manual division indicator), the doctor had to clamp and re-applied rf energy to achieve hemostasis. Rf generator analysis: the rf generator was not returned along with the caiman instrument for further analysis. Instrument analysis: the returned caiman instrument was tested with a rf generator. Upon receipt, the mdi fault and non-seals were reproducible. The caiman instrument only delivered rf energy for about 3-4 seconds to the simulated tissue and 4 out of 10, the seals were not desiccated. After sterilization, the 10 seals were performed on tissue and 10 seals were performed on simulated tissue without any faults. Mdi 'shorts' were recreated using thick tissue and thick simulated tissue. Disposition: during a rf energy delivering procedure, if a vein or an artery is not sealed completely, it is routine for the dr. To either re-apply rf or use suture(s) to achieve hemostasis. The patient lost approximately 50-100cc of blood through the procedure. The patient is fine, the conclusion on the behalf of aragon surgical is that the information does warrant an investigation, as there was an adverse effect to the patient where surgical intervention was required.

Manufacturer narrative:
The patient is fine, the conclusion on the behalf of aragon surgical is that the information does warrant an investigation, as there was an adverse effect to the patient where surgical intervention was required.